Manufacturer narrative:
The reported events of capsular contracture (baker grade unknown) and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture and seroma.

Event description:
Patient representative reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, and scarring and disfigurement which is not related to the device. Plaintiff experienced breast swelling, asymmetry (not related to the device), rashes or itching, breast pain, capsular contracture, and chronic insomnia, and diarrhea/vomiting/nausea which are not related to the device on an on-going basis. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress not related to the device and anxiety, as well as loss of quality of life and depression not related to the device; and other physical and emotional manifestations that are severe and ongoing not related to the device." This record is for the right side. The device has been explanted and replaced.